Event description:
The customer reported via phone call indicated that they had experienced low blood glucose. Blood glucose reading was 45 mg/dl. Customer had treated low blood glucose with food. Troubleshooting was performed. Customer reported loss of communication between insulin pump and transmitter. Customer reported lost sensor alarm. Customer reported sensor glucose versus blood glucose occurred with sensor glucose value of 90 mg/dl and blood glucose value of 45 mg/dl. Customer had been using insulin pump within 48 hours of reported low blood glucose event. Customer reported auto mode feature was active during reported low blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.